Manufacturer narrative:
H3: analysis of the electrical stimulation lead (serial number (B)(6)) found that the lead body outer insulation was melted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that circumstances led to the issue was lifting head up to put in eyedrops, reaching for a plate or glass off a shelf, anything overhead. Four times rep tweaked the parameters of the device, to no avail. The issue is not resolved. Having it removed. Then a new pedal device put in.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller stated that the stimulator hasn't been working for them from day one. Caller stated that they can't increase the setting to manage the pain because every time they do that they get electrical charges up and down their left side from their chest down to their hip. Caller added that if they put eye drops in their eyes or lift their head back, they get all these electrical charges. Caller noted that they have had the implant reprogrammed 2-3 times by a technician, but it didn't seem to make a huge difference. Caller noted the electrical charges weren't as strong and were a little lower after reprogramming. Caller commented that during the trial, they weren't very active and therefore didn't have as much pain, so it seemed like the therapy was really helping. Caller stated that since the permanent implant, they've been more active and have had more pain, so they realized it wasn't helping as much. Caller mentioned that they stopped using the implant because it was giving them problems so they shut it off just over a month ago and everything lost its charge. Caller said they are going in for an MRI today and need to put the implant into MRI mode, but nothing will charge. Caller had the controller connected to the ac power supply and confirmed the green light was flashing. Caller stated the controller just keeps saying no device found no matter what they do. Agent had caller connect the recharger. Caller confirmed recharging excellent with the implant empty and the controller at 60%. Agent reviewed MRI mode information and to allow the implant to recharge. Agent documented reported information about therapy issues and advised ongoing follow up with their healthcare provider. On 2023-nov-24 additional information was received from the rep. The rep reported the patient (pt) is very active and experienced positional changes. The rep programmed around the positional changes and offered adaptivestim to address the issue if they came back. The healthcare professional (hcp) also discussed with the pt that the lead placement and spinal anatomy looked good. When the rep met with the patient there was no indication the implant had not been working. When they met with the pt on (B)(6) 2023 it was for routine reprogramming to address the positional changes.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep) reporting that the patient had limited pain pattern coverage and had an increase in stimulation with "any movement". The patient under went a removal of their ins as well as percutaneous leads. They were replaced with a paddle lead. The patient requested the battery to be given to them and the hospital complied. The revision occurred on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.